Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of the index procedure, angiography revealed 90% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 26mm in length, class c, severely calcified, and de novo. The reference vessel was 3.5mm in diameter. As planned, the lesion was pre-dilated with an unknown 3.5 x 15mm balloon at 16atm and the dissection was observed following balloon predilation. As per the crf, it was reported that the non-cordis balloon was used to pre-dilate the lesion. Additional information regarding the procedure was not received from the site after multiple numbers of requests. Consequently a 3.5 x 33mm cypher rx was implanted at 20atm. Due to the stent did not fully expand; the stent was post-dilated with a 4 x 15mm balloon at 16atm. Pre-procedure enzymes were reported to be normal in range, but the troponin I was 0.26 (0.1 ul) at 16-24 hours post index procedure. As per the adjudication minutes; the ecgs, cardiac enzymes and the discharge summary were not received from the site. According to the site, the subject did not have a periprocedural mi as per the pi, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no post-procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, heparin, niaspan, tricor, ziac, and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(6), the patient experienced a periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of angina and smoker. At the time of the index procedure, angiography revealed 90% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 26mm in length, class c, severely calcified, and de novo. The reference vessel was 3.5mm in diameter. As planned, the lesion was pre-dilated with an unknown 3.5 x 15mm balloon at 16atm and the dissection was observed following balloon predilation. As per the crf, it was reported that the non-cordis balloon was used to pre-dilate the lesion. Additional information regarding the procedure was not received from the site after multiple numbers of requests. Consequently a 3.5 x 33mm cypher rx was implanted at 20atm. Due to the stent did not fully expand; the stent was post-dilated with a 4 x 15mm balloon at 16atm. Pre-procedure enzymes were reported to be normal in range, but the troponin I was 0.26 (0.1 ul) at 16-24 hours post index procedure. As per the adjudication minutes; the ecgs, cardiac enzymes and the discharge summary were not received from the site. According to the site, the subject did not have a periprocedural mi as per the pi, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no post-procedural complications and the patient was discharged the following day. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15120314 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.